Event description:
It was reported that the surgeon was implanting a perform glenosphere using the perform humeral impactor tip from the perform humeral core tray. During the procedure, the plastic tip of the impactor split in two after one strike with a mallet. One half stayed in the joint, and the other remained threaded into the impactor handle. Both pieces were promptly retrieved, inspected, and accounted for, ensuring no fragments were left in the surgical site. The surgery continued without delay using an alternate impactor tip from the perform pmi tray, and the sphere locking screw was secured per technique.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.